Event description:
It was reported that st segment elevation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 35mm watchman flx laa closure device & delivery system (wds) were used. The procedure was completed successfully with a closure device implanted in the laa of the patient. There were no complications that were reported to have occurred. After the devices had been removed the patient was given protamine. Shortly after this the patient experienced hypotension and an st segment elevation. The transesophageal echocardiogram was used to image the device and at this time the patients blood pressure and heart rate increased. It was noted that the device was now shifted distally and there was a 4-5mm leak on the superior side. The patient recovered from these events and is doing fine. Two days post procedure, via computed tomography (CT), it was noted that the patient had a pulmonary embolism which is the suspected cause of the hemodynamic changes after the protamine was administered to the patient. The plan is to wait until the 45-day follow-up visit to review the device positioning. It was further reported that the transesophageal echocardiogram imaging showed that there was right sided material which was assumed to be thrombus.